Event description:
A report was received that a pt's implant had shifted in the pocket after the pt had lost weight. The pt is having difficulty charging the implant due to the new location. The pt's pocket was revised to reposition the implant. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.